Event description:
It was reported that a user experienced hyperglycemia while using the ilet, asserting the pump delivered insufficient insulin following a meal that included part of a quarter pounder and fries, and that the system provided only a 4-unit correction dose; the user declined troubleshooting and escalation. Symptoms included elevated blood glucose values up to the high 300s. Outcomes included user frustration and a request for supervisory follow-up, with no medical treatment, hospitalization, or device alarms reported. Investigation included an offer of device troubleshooting and clinical support, which the user declined. Investigation of this case revealed no device malfunction could be confirmed, and no component-specific issue was identified due to the absence of troubleshooting or device evaluation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.